Manufacturer narrative:
(B)(4).

Event description:
It was reported that crosstalk was observed. It was noted that the crosstalk disappeared 30 minutes after it appeared except when running a quickopt test. Programming changes were made and the corsstalk was resolved. The device remains implanted. The patient will continue to be followed normally.